Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caretaker alleges the top of the bar where the sling attaches has slowly been cracking over the past 3 weeks.